Event description:
The customer reported the evis exera iii bronchovideoscope had no image when hooked up. The issue was found when preparing the scope for use in a therapeutic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a deep dent in the insertion tube and a charged coupled device (ccd) shrink tube cut. Also, evaluation found the bending section cover had a pinhole, and the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling. It caused abnormality in image sensor unit and no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information : please read before use .¦warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: ¦inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.